Event description:
It was reported that the patient underwent an initial left total knee arthroplasty. Subsequently, it was reported that the patient experienced prosthesis wear, pain, instability, effusion, ambulation difficulties and loosening. As a result, the patient will require a left knee revision on a future date. No further patient impact reported. No further information available.